Manufacturer narrative:
(B)(4).

Event description:
It was reported that a call was received home health nurse for a patient with a renasys go. The nurse states that the device is showing a high vacuum warning. He reports that he had just changed the dressing, canister and tubing when device began to malfunction. Requested nurse to power device down and to re-start with device plugged into outlet. Device began to run at continuous and began making a high pitched vibrating sound. It was requested that nurse inspect tubing for any kinks or bends but nurse said tubing is within normal limits. Requested that nurse check connections which nurse says are also normal, then disconnect tubing at quick click connector and device continued vibrating loudly. Nurse was advised to contact surgeon for alternative orders for wound in the event device is unavailable. No further information available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Inappropriate device alarms and alarms that occur in the absence of a pump malfunction will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.